Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was possible that the video function did not work properly due to the cable failure, and the phenomenon [image does not appear] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unspecified event related to the 4k camera head. The event occurred during maintenance. During a standard service inspection of the customer returned device, no image was noted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Health professional? Or occupation: information unknown. The device was returned for investigation. Upon evaluation of the device, a no image was noted due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.